Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: could you please clarify ¿anus prater¿? The patient received an artificial anus (anus prater). What were the indications for surgery? The patient¿s pre op diagnosis was rectum carcinoma. Did the patient receive any pre-op radiation or chemotherapy prior to the procedure? No information provided. Was the device difficult to close? There was no excessive force necessary to close the instrument. What is the current patient status? Patient is in a good condition. Was the transection take in one or multiple firings? What section was transected (distal third, mid third, upper third)? Was the anus prater planned or a result of alleged issues with the device? Is the anus prater permanent or temporary? At the site of transection, were there any staples visible in the cartridge? On what firing did the issue occur (had the device been reloaded)? Additional response received: it was a planned hartmann surgery. The anus prater was discussed with the patient pre-operatively. There were no significant changes in the surgery due to the issue with the contour device. The tissue was properly positioned in the jaws. The instrument was not re-positioned. Red cartridge protection was removed after the cartridge was placed in the instrument. The retaining pin was fully seated in the anvil. The device was closed completely prior to firing and the closure trigger was latched. Surgeon performed a complete firing stroke. There were no anomalies noticed during firing. After removing the instrument, it was observed that the device cut but did not staple completely. First part of staple line was ok but the rest of the staples were still in the instrument. There was no significant blood loss.

Event description:
It was reported that during a lower anterior resection procedure, there was an incomplete staple line. The staples remained in the instrument, but cut completely; anus prater. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.